Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that the lead was extracted due to high shock impedance and oversensing in the ventricular channel.

Manufacturer narrative:
Combination product: yes, as of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 30, 2024 and november 18, 2024 recorded the shock impedance around 75 ohms with increase to 150 ohms confirming the clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.